Manufacturer narrative:
On may 23, 2024, photo evaluation was completed as follows: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 9, 2024, mentor became aware that the patient also experienced right side capsular contracture; baker grade unknown in addition to right rupture. On may 13, mentor became aware that the replacement devices used on (B)(6) 2024 were catalog number smhb310; serial number (B)(6) on the left side, and catalog number smhb310; serial number (B)(6) on the right side. Coding under section h have been updated accordingly on this form. Reason for device explant and/or reoperation: right rupture, and capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. D6b explantation date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 47-year-old female patient underwent primary breast augmentation with 250cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively; diagnosed via MRI scan. The patient has consulted with the healthcare professional. As a result, the device will be explanted on (B)(6) 2024.

Manufacturer narrative:
On april 23, 2024, mentor became aware that the device was discarded. Photo was received. Photo analysis is in progress and a supplemental report will be submitted upon completion of photo analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 8, 2024, photo evaluation was completed as follows: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. On may 9, 2024, mentor became aware that patient underwent bilateral replacement surgery with mentor memory gel boost implants 310ml fhmb. Manufacturer¿s reference number: (B)(4).